Event description:
Baxter (B)(4) received a report that one (1) infusor ruptured during patient use. The device was filled with chemotherapy medication. There was no patient injury or medical intervention. Sample is not available for evaluation. No additional information.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. A batch review was conducted which found no nonconformances.

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the bladder rupture issue is in progress through (B)(4).